Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with juvéderm vista volbella® xc. The following day, the patient reported experiencing ¿swelling, heat, and pain¿ in the lower lip. The following day, the patient had a ¿lump¿ and the face was ¿swollen.¿ the next day, the patient experienced ¿an ulcer¿¿ and ¿got yellow pus.¿ two days later, the patient was treated with an antibiotic infusion, and allergy oral medication, and hyaluronidase. The symptoms have resolved.

Manufacturer narrative:
Corrected data: e1

Event description:
Patient reported being injected with juvéderm vista volbella® xc. The following day, the patient reported experiencing ¿swelling, heat, and pain¿ in the lower lip. The following day, the patient had a ¿lump¿ and the face was ¿swollen.¿ the next day, the patient experienced ¿an ulcer¿¿ and ¿got yellow pus.¿ two days later, the patient was treated with an antibiotic infusion, and allergy oral medication, and hyaluronidase. The symptoms have resolved.